Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), headache ("headaches") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure implant in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, headache and pelvic pain to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy (with complications)") in a female patient who had essure (batch no. D06937) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 ((B)(6) 1998, (B)(6) 2001, (B)(6) 2010, (B)(6) 2014, (B)(6) 2015, (B)(6) 2017) and low back pain. Previously administered products included for an unreported indication: depo provera and mirena iud. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), the second episode of headache ("headaches") and abdominal pain lower ("cramping"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, the last episode of headache and abdominal pain lower outcome was unknown and the dysmenorrhoea and migraine was resolving. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, migraine, pelvic pain, pregnancy with contraceptive device, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2016: bilateral tubal ligation by essure. X-ray - on an unknown date: successful essure placement and sterilization. Most recent follow-up information incorporated above includes: on 8-nov-2018: reporters added. Historical drug and concomitant disease were added. On (B)(6) 2015, she implanted essure (previously reported as 2016). Added events dysmenorrhea (cramping), migraines/headaches, pregnancy (with complications). On (B)(6) 2017, she explanted essure (previously reported as (B)(6) 2017). Updated onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.